Manufacturer narrative:
The reported shocking sensation experienced by the patient was not confirmed. The ipg was returned without any visible anomalies or damage. It successfully bonded with a lab cp. The uep inductive tool showed the device was in the therapy application state and functional. When attached to a 1k ohm load block, programmed and monitored with an oscilloscope, it did not display any anomalous outputs when stimulation was on as well as off. The device was tested to manufacturing specifications using the ate and passed all tests. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The returned ipg functioned as intended.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03878. It was reported during a thunderstorm the patient felt a shock throughout their body. Afterward, the patient was unable to use the ipg. In turn, the system was explanted and replaced to address the issue. Therapy was restored postoperatively.